Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: dijkmans al, laane cle, fernandez dell'oca a, jupiter jb, garg r, bhashyam ar. Binary soong grading as a predictor for flexor pollicis longus tendon rupture after distal radial fracture fixation: a retrospective study. J hand surg eur vol. 2025 feb;50(2):202-207. Doi: 10.1177/17531934241258312. Epub 2024 aug 22. Pmid: 39169760. Objective/methods/study data: the purpose of this retrospective cohort study is to assessed the level of agreement between soong grades classified from radiographs and computed tomography (CT) scans in a cohort of patients with dorsally displaced distal radial fractures treated with anterior plate and whether a soong grade of greater than or equal to 1 was associated with fpl injury and reoperation. A total of 181 patients (127 female and the rest were male) with a mean age of 60 years old ranging from 45-70 years old were included in the study. All patients were treated with the same variable angle two-column volar distal radius plate (synthes, raynham, ma, USA), with the exception of one patient who was treated with a volar extra-articular distal radius plate (synthes). The mean follow-up was 72 weeks ranging from 39-195 weeks. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes variable angle two-column volar distal radius plate and volar extra-articular distal radius plate. Adverse event(s) and provided interventions possibly associated with unk - plates: volar plate (qty 35) -6 patients with flexor pollicis longus (fpl) injury had implant removal due to soong grade 1 (plates that extended beyond this line but that were proximal to the anterior rim) and grade 2 (plates that were also distal to or on the anterior rim). These was seen in radiographs and CT scan. These patients underwent reoperation. -for radiographic soong grades, reoperation occurred in 3 patients with grade 0 (plates that did not extend anterior to this line), in 9 patients with grade 1 (plates that extended beyond this line but that were proximal to the anterior rim) and in 2 patients with grade 2 (plates that were also distal to or on the anterior rim). -for CT scan soong grades, reoperation occurred in 3 patients with grade 0 (plates that did not extend anterior to this line), in 7 patients with grade 1 (plates that extended beyond this line but that were proximal to the anterior rim) and in 5 patients with grade 2 (plates that were also distal to or on the anterior rim).